Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with over-the-phone and confirmed that the reagent cup was jammed at incubator. The customer was able to clear the jam by removing the reagent cup. The customer performed a startup and verified proper instrument operation by running quality controls and verified results were within ranges. The aia-900 instrument was working within specifications; no further action was required by the fse. The aia-900 instrument, serial number (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was conducted from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 4151 c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to a reagent cup being lodged in the incubator.

Event description:
On (B)(6) 2018, a customer reported receiving 4151 c.trans-z home detect error message with the aia-900 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), luteinizing hormone (lhii), prolactin (prl), follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), myoglobin (myo), and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.